Manufacturer narrative:
Qc results were within specification. The field service engineer (fse) performed part repairs. Fse performed performance verification test (pvt) and ran precision with qc and the results were all acceptable. A clear root cause has not been identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneous high magnesium (mg) patient results, which were generated by unicel dxc 600 pro chemistry analyzer. The original and repeat samples were retested on a different instrument and the results were in the normal reference range. The results were not reported out of the laboratory. Patient treatment was not affected by this event.